Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the device is leaking at two places; at the y and at the heater probe connection. The leakage is found when the device is pre-tested. No pt injury or intervention reported.